Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.473, lot: 9067752. Manufacturing site: (B)(4); release to warehouse date: november 04, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Service & repair evaluation: description: the customer reported the device was found damaged. The repair technician reported the tip of driver is damaged and bent. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and was forwarded to customer quality. The evaluation was confirmed. Visual inspection: the instrument was received at us customer quality (cq) with the distal tip of the screwdriver twisted. The balance of the returned device is in fair condition showing some signs of wear. A device failure was identified. Dimensional inspection: a dimensional inspection of features relevant to this complaint could not be obtained at cq due to post manufacturing damage. Document specification: the following documents were reviewed as part of this investigation: sd25/ 3.5 mm hex screwdriver, inter-lock, review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the root cause could not be definitively determined it is possible that the device encountered unintended forces which led to this complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, a screwdriver tip became deformed. When putting the screw with the screwdriver all the way down, it came loose and was deformed at the tip. There was no surgical delay reported. Procedure outcome and patient status are unknown. Upon manufacturer receipt and investigation, it was determined that the device was twisted. Concomitant devices: screws (part: unknown, lot: unknown, quantity: 1). This report is for an inter-lock screwdriver. This is report 1 of 1 for (B)(4).